Event description:
It was reported that leakage of the needle-free connector while checking the product by connecting the posi flush. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 20ga x 0.75¿ safestep infusion set. No obvious evidence of use residue was observed on the sample. The sample was returned with the safety engaged. An attempt to flush the sample with water using a 12ml syringe revealed a leak at the y-site. Microscopic inspection of the leak site revealed a longitudinal crack in the base of the white luer adaptor on the y-site. The root cause of the crack could not be determined; however, possible causes include exposure to chemicals or environmental conditions. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that leakage of the needle-free connector while checking the product by connecting the posi flush. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that leakage of the needle-free connector while checking the product by connecting the posi flush. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 20 g safestep infusion set with a valved y-site was returned for evaluation. An initial visual observation of the photograph showed some evidence of use on the infusion set. A section of the y-site was marked in red; however, no damage or evidence of leakage could be seen on the device in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.